Manufacturer narrative:
This is an initial final report. This issue does not meet reportability criteria; however it is being reported to FDA as the complaint was received via user report. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received a medwatch user declaration in which a customer reported a readings issue with the adc device. The report is as follows: "the device reads 80 points off from his true blood glucose. He was trying to set it to zero which he was not able to do." There was no report of adverse event or third-party intervention due to the reported issue. The customer was contacted and indicated low reading from sensor but declined to provide further details. Based on the information provided, there was no report of serious injury associated with this event.